Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test or verify failed battery alarm due to motor error alarms.

Event description:
The customer reported via phone call that insulin pump had motor error and had bubbles in the line and was able to resolve it herself and did not call . The customer had more than one motor error alarm within the last 30 days. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.